Manufacturer narrative:
Pt's age: over 18 yrs. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a combo catheter wire-guided cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a female pt. According to the complainant, following approx 8-9 sample collections from the common bile duct, the brush felt stiff and became difficult to retract. Following the 14th sample, the brush would not retract into the sheath. The procedure was completed successfully with this device. The device was removed from the scope without incident. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable.